Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling and blistering at the pocket site of the cardiac resynchronization therapy defibrillator (crt-d) system; an infection was suspected, however cultures tested negative for bacteria. The system was explanted and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.